Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the results of investigative findings, the cause was presumed to be: ¿the reprocessing method at the facility differed from instructions for use (IFU) recommendation; ¿the facility staff was less trained on reprocessing and/or device handling (including handling before device return) in accordance with the IFU. The IFU (reprocessing manual) says about insufficient reprocessing and reprocessing to be performed immediately after each procedure as below: ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ the IFU (reprocessing manual) also specifies as below: ¿to prevent clogging of the air/water nozzle, always use the aw (air/water) channel cleaning adapter to clean the air/water channel after each use. ¿ the IFU (operation manual) specifies as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was received and evaluated at service repair olympus (B)(4). Device inspection found device nozzle has foreign objects. In addition, the following findings were identified upon inspection. Connecting tube is sticky. Connecting tube has discoloration. Due to deformation of lg connector, water tightness is lost. Objective lens has a chip. Due to wear of angle wire, the play of u/d/r/l (up/down/right/left) knob is out of the standard value. Due to deformation of fe lever, u/d knob cannot be locked securely. Due to damage on connecting tube, flexibility adjustment function does not work. Due to a scratch on objective lens, the image has dark area partially. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to clogging of nozzle, air supply volume does not meet the standard value. Because s-cylinder is shaved, suction volume does not meet the standard value. Based on these findings, the customer reported issue could be confirmed. Furthermore, additional findings during inspection were noted below: lg lens has a crack c-cover has a scratch, adhesive on a-rubber is detached, a-rubber has wear, ig protector has a cut, sw1/sw2 has a cut, switch box is dirty, switch box has a scratch, s-cylinder is shaved, universal cord has a scratch, grip has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device angulation works but angulation knob feels too loose and insertion tube has discoloration, ccd lens were chipped. The issue found at preparation for use. There is no patient involvement associated on this reported event. No user injury reported. Device return evaluation found nozzle has foreign objects. This event is being submitted, reported due to foreign objects found on nozzle and insufficient cleaning (handling issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer follow response and updates.